Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a bleeding rash under the rear therapy electrodes. The patient's physician prescribed prednisone which helped the irritation for a short time. Once the prescription was finished the irritation returned. The medical outcome of the patient's irritation is unknown.